Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced low blood glucose level. Customer¿s blood glucose was 52 mg/dl at the time of incident. Customer was using insulin pump system within 48 hours of reported high blood glucose event. The customer was treated with carbs for low blood glucose. The customer was neither in the emergency room, nor admitted into hospital as a result of high blood glucose. Customer declined troubleshooting. The insulin pump will not be returned for analysis.